Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to charge the pump. Subsequently, the pump shut down due to low battery power. The customer's blood glucose level was 330 mg/dl. The customer connected the pump to a computer and the pump turned on.